Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a open reduction and internal fixation (orif) of a metacarpal fixation procedure on (B)(6) 2017 two screws broke intraoperatively while being inserted into a plate. The screw heads broke off as the surgeon was trying to screw down each to the plate. The shaft of both screws remains embedded in the patient's bone. The plate and screw heads were removed and another plate and screw construct was used to complete the procedure successfully. A 10-15 minutes surgical delay was noted. Patient is listed as stable. No additional medical intervention was required. Concomitant medical products: plate, part#02.130.260, lot# unk qty 1. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (1.5mm cortex screw slf-tpng with t4 stardrive recess 11mm, part number 02.214.111, lot number unknown). The subject device was returned with the complaint condition stating: the following two (2) screws were received with the complaint category of ¿broken: intraoperatively.¿ it was reported that the two screws broke while being inserted into a plate. The shaft of both screws remains embedded in the patient's bone. A 10-15 minute surgical delay was noted. Patient is listed as stable. No additional medical intervention was required. One (1) 1.5mm cortex screw self-tapping, with t4 stardrive recess, 11mm (part 02.214.111 / lot unknown). One (1) 1.5mm cortex screw self-tapping, with t4 stardrive recess, 13mm (part 02.214.113 / lot unknown). The complaint condition is confirmed as the two (2) screws were received with a roughly transverse fracture below the screw head at the most proximal thread. The distal threaded portions were not received. A device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed as recommended and the risk assessment was found to adequately address the complaint condition. One (1) 1.5mm variable angle locking strut plate, 12 holes (part 02.130.260 / lot unknown) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. No new malfunctions were observed during the course of this investigation. The returned implants are used together in the variable angle (va) locking hand system and referenced in the va locking hand technique guide. Per the technique guide, for the 1.5 mm screws the color coded red 1.1mm drill bits would be utilized (part numbers 03.130.200, 03.130.201, and 03.130.202). The guide also notes that ¿when inserting screws, use a two-finger tightening technique.¿ the two (2) screws were received with a roughly transverse fracture below the screw head at the most proximal thread. The distal threaded portions were not received. The fracture site was examined under 20x magnification and no material voids or irregularities were identified. The current design drawing (1.5mm cortex screw, self-tapping) was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The threads could not be inspected due to the damage from the break and because the distal portion was not received. The outer diameter directly proximal to the fracture was found to be within the resulting specification of 1.64/1.31mm (1.1mm +0/-0.05 ID + 2 * 0.2mm +/-0.07 thread height) per the above drawing. The returned parts were determined to be suitable for their intended use when employed as recommended. A definitive root cause could not be determined as circumstances during insertion are unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.